Event description:
The pt's mother reported e7 (electronic) error was displayed on the infusion device while attempting to prime the infusion set after changing the insulin cartridge. She changed the battery and was unable to clear the error. The infusion device was not exposed to water, mobile phone, or electromagnetic field. No physiological effects were reported. The infusion device was replaced and requested to be returned for eval. Preliminary eval of the infusion device found the device did not properly vibrate during the self test when "vibration test" was displayed on the screen.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.